Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplement report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that an occlusion occurred. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.